Event description:
Pt has an electric wheelchair purchased from pride mobility in 2003. Pt has been having serious problems with this and also a second chair from them but can get no serious response to the problems pt is having with the product. Pt has pointed out to them (pride mobility) on a number of occasions that the chair is dangerous-especially if operated in the higher power settings but frankly they seem unconcerned. Pt has no idea where to pursue this issue but noticed that FDA considers wheelchairs a 'device' so pt is hoping FDA will be of some help.